Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had pocket stimulation when the implantable neurostimulator (ins) was on. The patient was getting shocking in the pocket. There was no shocking present when the ins was off. The shocking issues had been present since (B)(6) 2015. The patient was indicated for non-malignant pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.